Manufacturer narrative:
The insulin pump received with stuck motor error alarm loop during bolus delivery. The motor was tested outside the device and passed. Motor may have had an intermittent failure that was not detected during testing. Unable to confirm a35 alarm and unable to perform occlusion test and excessive no delivery test due to motor error alarms. Pump passed displacement test, rewind test, basic occlusion test and prime/a33 test.

Event description:
Customer reported via phone call that the insulin pump had motion sensor test failure. Customer blood glucose level was 120 mg/dl. Customer also stated that they were able to clear the alarm and able to complete insulin pump rewind. The device will be returned for analysis.